Event description:
The patient's mother reports that the down arrow is not responding with every button press. The patient reportedly wears pump exterior to garment and does not clean the pump.

Manufacturer narrative:
Initial contact: (B)(6). The pump was returned to animas for evaluation. The up and down arrow buttons were found to be intermittently responding to presses. The keypad was removed and adhesive was observed under the button contacts. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.